Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: the keypad cover was removed and contamination was found under all contacts, the ok/down button contacts are damaged and do not spring back up after depressing them, bolus button cover was removed and the slog is missaligned keypad cover is torn at ok button, up/down/ok buttons respond intermittently, unrelated to the complaint, the battery compartment is cracked bellow finger pad, display is dim/fading/reddish, bolus button cover is intact but inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.